Event description:
It was reported by the field service representative (fsr) that the "screen went to a matrix-colors-bais." The fsr believes the screen did a screen reset while on a patient. As a result, the pump was swapped out without issue. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the field service representative (fsr) that the "screen went to a matrix-colors-bais." The fsr believes the screen did a screen reset while on a patient. As a result, the pump was swapped out without issue. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of "screen went to a matrix-colors-basis" is not able to be confirmed. The field service engineer (fse) checked the pump and could not reproduce the issue. The pump passed functional check-out. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.